Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced infusions set fell off during use event on 16-may-2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Insertion was cleaned, air-dried and free from hair. Infusion set has been used for one day. The blood glucose level was 181 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.